Event description:
Sorin group received a report that the s5 double head pump displayed an error message. There was no report of pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the sorin s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.